Manufacturer narrative:
Preliminary analysis showed that the reported event was most probably due to a ventricular lead issue or a lead-pacemaker connection issue at ventricular level. No issue is suspected with the subject pacemaker.

Event description:
Reportedly, before performing a replacement procedure on (B)(6) 2017, both bipolar leads were tested. The ventricular lead was tested in unipolar configuration only and showed normal behavior. When the new pacemaker was implanted, pacing immediately started. Reportedly, before closing the pocket, the device was reprogrammed in vdd with sensing in bipolar configuration. At that time, the patient had a ventricular pause and a warning saying that the lead was unipolar was displayed. On (B)(6) 2017, it was decided to abandon the whole system (implanted on the left side) and to implant a new system on the other side.

Event description:
Reportedly, before performing a replacement procedure on (B)(4) 2017, both bipolar leads were tested. The ventricular lead was tested in unipolar configuration only and showed normal behavior. When the new pacemaker was implanted, pacing immediately started. Reportedly, before closing the pocket, the device was reprogrammed in vdd with sensing in bipolar configuration. At that time, the patient had a ventricular pause and a warning saying that the lead was unipolar was displayed. On (B)(4) 2017, it was decided to abandon the whole system (implanted on the left side) and to implant a new system on the other side.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, before performing a replacement procedure on (B)(6) 2017, both bipolar leads were tested. The ventricular lead was tested in unipolar configuration only and showed normal behavior. When the new pacemaker was implanted, pacing immediately started. Reportedly, before closing the pocket, the device was reprogrammed in vdd with sensing in bipolar configuration. At that time, the patient had a ventricular pause and a warning saying that the lead was unipolar was displayed. On (B)(6) 2017, it was decided to abandon the whole system (implanted on the left side) and to implant a new system on the other side.